Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances of above 3000 ohms after being approximately twenty-five years in service. Technical services (ts) was consulted and upon review of the data it was noted that the pacing thresholds have increased, along with a decrease in the rv intrinsic amplitude. In addition, oversensed noise was noted on the rv channel. Tachy therapy was disabled to avoid inappropriate shocks. The possibility of a lead revision was also discussed, and a follow up visit was scheduled in the near future. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances of above 3000 ohms after being approximately twenty-five years in service. Technical services (ts) was consulted and upon review of the data it was noted that the pacing thresholds have increased, along with a decrease in the rv intrinsic amplitude. In addition, oversensed noise was noted on the rv channel. Tachy therapy was disabled to avoid inappropriate shocks. The possibility of a lead revision was also discussed, and a follow up visit was scheduled in the near future. This rv lead remains in service. No adverse patient effects were reported.